Event description:
It was reported that a patient underwent laceration closure on the left index finger on (B)(6) 2011 and topical skin adhesive was used. The nurse stated that the topical skin adhesive was applied at a different facility and the wound was still bleeding.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of seven medwatches being submitted as seven devices were involved in this event. See also medwatch 2210968-2011-01671, medwatch 2210968-2011-01673, medwatch 2210968-2011-01674 , medwatch 2210968-2011-01675, medwatch 2210968-2011-01676, and medwatch 2210968-2011-01677. The same patient is represented in each medwatch.